Event description:
Initial info received from a consumer on 11/15/2010: a (B)(6) female received treatment with poly-l-lactic acid (sculptra aesthetic, lot# and exp date unk) on (B)(6) 2010 under both of her eyes, with a little more injected under the right eye area than the left one. She stated the nurse injected the same amount of poly-l-lactic in her smile lines on both sides of her face. She reported that after the injections, her face "started to swell and after three hours it had swollen up more." She stated the nurse told her to use ice packs and massage the areas for five minutes, five times a day, everyday. On saturday, (B)(6) 2010, she stated her face around her eyes was really big and she could barely see. She stated when she was massaging the areas, she felt six lumps under the skin underneath the eyes where the nurse injected her. She reported the "lumps under her eyes were the size of dimes." She stated she is "still swollen and looks like a monster." As of today, (B)(6) 2010, she stated the swelling is coming down slowly. The pt reported that she "was not going to have anymore treatments." No concomitant medications or medical history reported. No further info reported.